Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. Unknown, (B)(6) has been used as a default. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd safe-clip¿ it stopped working. The following was recieved by the initial reporter: verbatim: stated the device stop working after being used 180 times.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-aug-2023. H6: investigation summary customer returned (1) used bd safeclip. It was reported by the consumer that there is issue he is having with bd safeclip. He stated the device stop working after being used 180 times. The safeclip visually examined and observed no damages. It was observed that the cutter hole was blocked with previously clipped cannula additional cannula could not be inserted into the receptacle due to the blockage. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Unable to perform DHR/bhr review results check due to an unknown lot number for difficult/unable to operate. Bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now likely full. The cause for this issue is user related. The safeclip performed as intended, and is now likely full.

Event description:
It was reported that while using the bd safe-clip¿ it stopped working. The following was received by the initial reporter: verbatim: stated the device stop working after being used 180 times.